Manufacturer narrative:
The reported events of failure to capture and high pacing impedance were not confirmed. A complete lead was returned in one piece. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. S-curve was measured to be within specification.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, after the left ventricular (lv) lead was advanced into a coronary sinus (cs) branch, the lead parameters were checked. It was noted that the lv lead exhibited a high capture threshold, which resulted in loss of capture. The physician advanced the lv lead further into the cs branch; however, the parameters remained unchanged. The pacing cables were changed and the parameters rechecked, but the lv lead showed high pacing impedance and a high capture threshold. Blood clot was also noticed at the tip of the lv lead. The physician ultimately decided not to use the lv lead and instead implanted a left bundle branch area (lbba) lead. The patient was then discharged.